Event description:
It was reported the patient had fallen a few days after surgery and skinned her knee. An x-ray was taken which revealed the lead had migrated. The physician performed surgical intervention to reposition the lead on (B)(6) 2012. It was reported the patient had some abdominal stimulation, and full stimulation coverage was not received during the intraoperative programming. The patient was scheduled for follow up to be reprogrammed at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.